Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) was kinked and ovalized in multiple locations and fractured approximately 77.0 cm from the hub. Conclusions: evaluation of the returned device revealed the velocity was kinked, ovalized, and fractured. This damage may have occurred due to forceful manipulation of the velocity during advancement or retraction. The damage regions of the velocity likely contributed to the resistance experienced by the physician during advancement of the non-penumbra stent. The stent and ace 60 mentioned in the complaint were not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, the physician advanced the velocity through a penumbra system ace 60 reperfusion catheter (ace 60), and then attempted to advance a non-penumbra stent through the velocity. The physician experienced resistance while advancing the stent through the velocity; therefore the stent and velocity were removed. Upon removal, the physician noticed the velocity was kinked. The procedure was completed using a new velocity, a new non-penumbra stent, and the same ace 60. There was no report of an adverse effect on the patient.